Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a motor stall. The motor stall was confirmed in the event logs with no recovery recorded. The motor stall was caused by pt being near a magnetic field. The pt had an MRI on (B)(6) 2011, but did not see a health care provider until (B)(6). The pump read that it was still stalled. A refill was performed and actual volume versus expected was equal. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.